Event description:
During maternal and fetal monitoring in the birthcare room, when the rn plugged in the maternal pulse oximetry spo2 cable, the fetal monitor speaker emitted a middle frequency 60 cycle "hum" the noise was pronounced enough to interfere with the clinician's ability to clearly hear the fetal heart sounds from the ultrasound fetal transducer. When the clinician disconnected the spo2 cable from the monitor, the interfering noise went away and the clinician was able to observe clear fetal heart sounds. Biomedical called to confirm failure. Bme recorded the interference and informed the user to provide spo2 monitoring from a portable available spo2 device. The clinician informed bme that this noise issue was occurring on several of the new fetal monitors recently purchased by the hospital. Manufacturer response for fetal/maternal physiological monitor, corometrics (per site reporter): awaiting response.